Manufacturer narrative:
The user experienced a severe hypoglycemic event requiring emergency medical intervention and hospitalization. Severe hypoglycemia can result in loss of consciousness and require resuscitative measures and inpatient monitoring. Engineering log review confirmed that device data corresponding to (B)(6) 2026 were available and showed no malfunction alerts and no factory reset. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Because the exact date and time of the event could not be confirmed and the user has no recollection of the event or the period leading up to it, a specific causal sequence cannot be determined. Episodes of hypoglycemia were observed on days surrounding the reported timeframe, including repeated meal announcements, which may be consistent with the user¿s report of possibly entering additional meal announcements; however, a definitive root cause cannot be established. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on approximately 06-feb-2026 to 07-feb-2026 the user experienced a hypoglycemic event requiring emergency medical intervention. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. No long-term health effects were reported.